Event description:
It was reported that during a laparoscopic sigmoid procedure, the surgeon heard a little "bang"/plop noise. The device could not fire very well. The stapling seemed "not that neat". The surgeon took a new reload and fired again to correct the staple line. Everything went well, no patient complications. But they heard the noise and saw a ¿not so neat staple line". Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Pinion axle support. The analysis results found that the ets45 device was received with the firing mechanism damaged and with a blue reload loaded in the device. The reload was received fully fired and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.